Event description:
During preparation, prior to inserting in the patient, air was unable to be removed from the hub of the product (trufill dcs). Therefore, another dcs coil (catalog and lot number..unknown) was used for the procedure. There was no defect on the outer box and sterile pouch. The product was properly stored in our storage. The product was not clinically used and it will not be returned for analysis.

Manufacturer narrative:
The syringe worked correctly and it was not damaged. The same syringe was utilized to deploy three coils and the doctor was able to prep the coils without difficulties. There were no anomalies (fluid leaks, or threaded plunger stripping, or inability to pressurize to the green/red zone) observed to this dcs syringe prior to clinical use. The syringe was used to deploy three coils prior to this one. The syringe was not re-sterilized. The aneurysm size, diameter and characteristics were not available. No kinks or bends were noted on the delivery tube or introducer. During prep, the tabs were held and the zipper sled distally to the stopper without difficulties and there were no abnormalities during prep. After removing or not utilizing the coils, the coil did not stretch, kink, bend or have any other anomalies. The delivery system did not show any signs, kinks, bends, mangle or any other anomalies. The coil was removed intact. There was no adverse outcome to the patient. The patient was male, but the weight and age was not known. There was no information for the patient's medical history or additional information. The product was not returned for evaluation. A device history review was performed for this lot.